Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the pulse generator exhibited backup vvi operation. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.